Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: a complaint of fittings on set breaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22125230 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 06dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that during use with bd alaris pump module smartsite infusion set the fitting on the tubing broke and was replaced. There was no report patient impact. The following information was provided by the initial reporter: I would like to report a failure of a pump tubing, MFR # 2420-0007, while connected to a patient, one of the fittings broke and had to be replaced. I believe the lot # is (10)22125230, but cannot be sure since the packaging was not saved.